Event description:
Country of complaints: (B)(6). Needle detachments.

Manufacturer narrative:
Samples received: there are no samples available. Analysis and results: there are three previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. However, we have detected that product of this code-batch that was returned from a recall in the past was supplied to end customers again. Therefore, we consider that the complaint is confirmed. Final conclusion: we conclude that the complaint is confirmed. Corrective/preventive actions: we have opened a corrective/preventive action in the system in order to avoid that this issue happens again: ak201518446.